Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2019. During the placement of a catheter, the patient experience a urethral erosion of the cuff which was confirmed via cystoscopy. The patient was sent home, where he developed an erosion in the low abdominal region. The tubing from the pump to the reservoir was visually confirmed to be outside of the body. The device was explanted and the patient is fully recovered.